Manufacturer narrative:
D1: brand name updated to watchman flx pro laa closure device with delivery system. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. At the three month follow up, computed tomography (CT) imaging showed a 3.4mm leak with thickening over the face of the device that the physician suspected to be a thrombus. There were no patient complications reported. The physician believes the leak will close and is not concerned about device related thrombosis. The physician will reimage in 6 months. It was further reported that the patient had a watchman flx pro closure device implanted. The device size was not provided.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. The patient was discharged. At the three month follow up, computed tomography (CT) imaging showed a 3.4mm leak with thickening over the face of the device that the physician suspected to be a thrombus. There were no patient complications reported. The physician believes the leak will close and is not concerned about device related thrombosis. The physician will reimage in 6 months.